Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a laparoscopic ventral mesh rectopexy, the device was sutured to the rectum using a suture from a different manufacturer. After four years, the patient reported seeing ¿white stuff¿. The patient passed pelvic rectopexy and internal abnormality could be felt. Flexible sigmoidoscopy was done and showed visible suture erosion to the rectum; however, the mesh was not visible. Peranal removal of suture under general anaesthetic as a day case was done without complications. Flexible sigmoidoscopy following a month showed complete healing. CT several months after was normal. It was stated that the patient still has problems with defecation and uses rectal irrigation and laxatives. For the last review a few months ago, the patient felt generally unwell and had some rectal bleeding.